Manufacturer narrative:
The pump was removed due to the event. The pump and data were downloaded and returned for investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 69-year-old male with cardiomyopathy was supported with an impella cp via right femoral percutaneous arterial access. The bedside nurse reported suction alarms and a reduction in flow to 0.4 l/min at p4, along with concerns of changes in motor current. Review of the alarm history indicated two ¿impella stopped, motor current high¿ alarms, after which the pump automatically restarted but continued to demonstrate reduced flows below 1 l/min. The patient was not being moved at the time, and no purge alarms or impella defective alarms were reported. Heparin therapy was ongoing with a reported therapeutic ptt of 66, though act values around the time of the event were unknown. Given the plan for device weaning and the occurrence of these alarms, the physician elected to proceed with earlier-than-planned explant in the catheterization laboratory. Upon arrival, the pump demonstrated signs consistent with potential saturation, and upon removal, a noticeable clot was observed at the outlet. The device had been successfully restarted prior to explant; however, removal was performed due to the described performance concerns. The patient survived the event and was reported stable at the time of explant.

Manufacturer narrative:
This is one of two related reports. This report represents the impella pump and another report was submitted to represent the controller.